Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted for treatment of a 99% lesion in the left anterior descending coronary artery. It was not possible to cross the moderately calcified lesion, therefore, the stent delivery system was pulled back in the coronary artery. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon in the proximal vessel. The stent was successfully snared and removed from the pt. The target lesion was subsequently treated with the deployment of another manufacturer's stent. The pt was fine post procedure and there is no additional clinical sequelae reported related to the event. The moderately calcified lesion may have contributed to the stent not crossing the target lesion. The calcification in the vessel may have contributed to the stent dislodgement.